Event description:
The customer states that when they initially got into the vein under ultrasound guidance, advanced the wire, they were unable to advance the sheath over the wire. The physician pulled the wire back and noticed the wire was frayed. The concern at that point was that a portion of the wire may have been broken off intravenously. Ultrasound of the vessel confirmed a segment of wire approximately 3 cm in length remaining in this large reticular branch. At this point, the vein was compressed proximal to the wire segment to prevent proximal embolization. They then accessed the greater saphenous more proximally, again using ultrasound guidance. Once in the vessel, a seldinger technique was used to put the 7 french vnus sheath in place. The introducer and wire were removed. The customer used new device to complete the procedure. The pt tolerated the procedure well.

Manufacturer narrative:
No root cause conclusion can be made without examination of the break site of the sample. The sample has not yet been received. Reviewed of finished good level DHR and the guide wire level DHR. No issue found related to this incident. The instructions for use (20-2007-01c) stated that: warning: withdrawal, pullback, or manipulation of the guide wire when resistance is met may cause guide wire damage, breakage, or embolization. Step 8 - if an obstruction is met that cannot be passed, remove needle and guide wire together and select another introduction site. Do not attempt to withdraw guide wire backwards through needle or catheter as this may result in shearing guide wire or damaging catheter.